Manufacturer narrative:
Weight and ethnicity: unknown/no information. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 - (B)(6) 2021. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye. The reason for the explant was not provided. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted